Event description:
Information was received indicating that a smiths medical cadd ms3 pump was leaking. There was no reported adverse event.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed to test the pump. The issue was unable to duplicate the customer stated problem. During testing and inspection, the device was not found to be leaking and no physical damage was observed. Therefore, no problem was found with the issue. However, it was recommend to replace the rear housing as a preventive measure.